Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an impedance alert for exceeding the upper programmed alert threshold of 100 ohms on the rv defibrillation coil. It was noted that the rv coil has had chronic impedances trending near this value over the entire recorded trend. The lead remains in use. No patient complications have been reported as a result of this event.